Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient was in the operating room (or) on the date of this report due to a tripole configuration. During pre-op, the patient¿s two quad leads were both showing impedance values that were out of range. Their octad lead was fine, which is what the patient was using and had great coverage with. When connecting the lead to the implantable neurostimulator (ins), all impedances were out of range and the patient wasn¿t feeling any stimulation. The physician wiped and re-inserted the lead about 2-3 times with the same result. On the last attempt, the physician wiped, reconnected, and reprogrammed the lead configuration; 4-8-4 with the octad lead in the 8-15 slot and the bifurcated extension was on the 0-7 port. The manufacturer representative reported that all impedances were within normal limits and the patient was feeling stimulation/coverage where they needed it. Troubleshooting resolved the reported issue.

Manufacturer narrative:
Concomitant products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-45, lot# v125952, implanted: (B)(6) 2008, product type: lead. Product ID: 3487a-45, lot# v078605, implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for failed back surgery syndrome. It was reported that all contacts were over 10,000 ohms when running impedances at .7v. Re-running them at 3v observed: 1-5122, 2-3255, 3<150, 4 through 7>40,000, 8-23045, 9-27295, 10-24498, 11-23392, 12-23749, 13-23749, 14-27783, 15-26594. The implant was on. The patient was getting good therapy with amplitude set at 7.5v and 7.4 v. The patient increased throughout the day and was programmed on 11, 13, 15, and then on 14 and 15. No related patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the pre-operative out of range (oor) impedances were unknown. No further complications were reported or anticipated.

Event description:
Additional information received from the representative reported that patient weight was unknown.